Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the ps3 power supply. Replaced the power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the vertical column on the 9800 system will not lower. C-arm is stuck in up position. No report of patient injury.